Manufacturer narrative:
The reported event of a device port issue was confirmed by analysis. Final analysis found the contact spring to be dislodged into the tip of the chamber. The left ventricular international standard four pole and right ventricular defibrillator four pole had missing contact springs. Additionally, a failure event was observed during analysis. It was found that the device header was observed to be cloudy. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during procedure, it was found that the implantable cardioverter defibrillator¿s right ventricular port was malfunctioning, causing issues with their right ventricular lead. The patient's ICD was explanted and replaced. The patient was stable.